Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the device was not in clinical use when the issue occurred. The device was being set up when the issue occurred. A ventilator was replaced with a different ventilator. It was noted that there was a one-minute delay in therapy due to the issue occurring. No patient or user harm reported. It was also noted that the motor control (mc) board was replaced, and the issue was resolved. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the biomedical engineer, reporting that the v60 ventilator displayed an over-voltage protection (ovp) circuit failed alarm (1007). It was unknown how the issue was found. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed an ovp circuit failed alarm. The biomed reported that the issue could not be duplicated, but that the error code was confirmed in the event log. The biomed reported that no other error codes were observed in the event log. During troubleshooting, the rse advised the customer to replace the motor control (mc) printed circuit board (pcb). The customer was provided with the part number for a replacement mc pcb. The customer performed a follow up with the philips rse, and reported that a replacement mc pcb was ordered, and required additional assistance with the repair. The rse noted that guidance was provided on removing the suspected mc pcb from the device. The customer would continue to service the device and would call back if any additional assistance was needed. The investigation is ongoing.